Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd posiflush¿ sf saline syringe label contained a qr code instead of the regular barcode.

Manufacturer narrative:
Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. DHR: n/a - no lot. Due to the absence of a sample the complaint could not be substantiated. Based on the investigation, the root cause cannot be determined as a lot number or sample was not provided.

Event description:
It was reported that the bd posiflush¿ sf saline syringe label contained a qr code instead of the regular barcode.